Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of medical records the patient was revised due to pain and elevated metal ions. Operative note reported straw colored fluid present in the joint and slightly murky consistent with adverse reaction to metal debris, hypertrophic synovium, pseudotumor, hemosiderin stain, metal staining and some trunnionosis. There was some trunnoinosis and metal debris on the trunnion itself. Another event was reported a competitor head would not stay on the trunnion due to adaptor sleeve size was the wrong size to fit on the trunnion. However, decided not to removed the well fixed stem which may add another hours to the case. The head component that did not fit appropriately during revision was temporary left in the patient and proceeded to a second stage procedure to re-implant the correct sized femoral head (competitor). Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.